Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that it was confirmed that the image acq uisition system (ias) would not drive. Hardware was replaced and the system then passed testing. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000861, lot/serial #: 181211698 rev. 6 ; product ID: bi71000860, lot/serial #: fzb16 rev. 10 h3) the power tray was returned to the manufacture for analysis. Verified both fuses in the power tray tested good. Install power tray into a know functional test system. The system powered on, booted and readied several times successfully. The system functioned as expected. Multiple 2d and 3d imaging were taken and successful. No functional problem found while under test. Codes: b01, c19, d14 returned: jan 14, 2025 the power conversion was returned for analysis. The power conversion enclosure failed bench testing. Transistors q28 and q14 failed, both transistors are shorted. Codes: b01, c02, d02 returned: jan 15, 2025 the handle was returned for analysis and is currently still being tested. Codes: b21, c21, d16 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was beeping randomly and it did not allow the system to move or take x-rays. After waiting, rotating the gantry, and doing some mechanical movements, the system stopped beeping and was able to perform x-rays. There was a delay of less than one hour. There was no impact on the patient's outcome.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: bi50001605, version: 4.1.0; product ID: bi71000861, lot number: unknown; product ID: bi71000860, lot number: unknown; product ID: bi71000221r, lot number: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: previously reported concomitant product bi71000462 was returned unused and is not relevant to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000462, lot number: unknown; product ID: bi71000463, lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.